Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. The download data showed that the pod ran for 32 pulses and was deactivated at the end of second prime. The rotational sensor data showed that the second closed-to-open transition with a confirmed open occurred earlier than expected, resulting in first prime ending earlier than expected. The ratchet gear did not rotate enough pulses by the end of second prime to align the firing flat with the release bar and allow the needle mechanism to deploy. The device was reset and rerun, and the rotational sensor abnormalities were replicated in the rerun data. Inspection of the drive mechanism components found the commutator cap to be contaminated and damaged. The contamination on the commutator cap was confirmed to be the cause of the rotational sensor malfunction and cannula failing to deploy. It could not be conclusively determined if the damage on the commutator cap also contributed to the rotational sensor malfunction that resulted in the observed needle mechanism failure.